Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2018-01277, 0001825034-2018-01278, 0001825034-2018-01280. Concomitant medical products: 192013 echo por fmrl nc 13 x 145 mm, lot 893210. The 163669 32 mm mod head cocr std neck, lot 00j3721350. The 010000666 g7 pps ltd acet shell 58g , lot 3594710. The 010000851 g7 neutral e1 liner 32 mm g, lot 3355183. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no furth ER action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported in clinical study (B)(6) the patient had pain and difficulty ambulating during normal activity post primary left hip arthroplasty. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.